Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 3000 ohms and less than 200 ohms, as well as noise, high threshold measurements, and muscle stimulation to the patient. The lead was being reprogrammed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the medical intervention of reprogramming performed

Event description:
Additional information received reported that the lead was fractured, causing the high impedance measurements; and there was insulation erosion noted, causing the low impedance measurements. The lead had been reprogrammed to a pacing configuration which exhibited normal measurements. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.